Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2023, to replace the implant magnet. The implanted device remains. This report is submitted on april 28, 2023.

Event description:
Per the clinic, the patient experienced a flipped magnet (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 26, 2023.